Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed. The patient was asymptomatic. Programming changes were recommended. No further information available.

Event description:
Patient presented remotely via merlin.net transmission continued to have non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. Patient was stable.